Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. The controller passed all functional testing. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2013-00377, 00378 and 00379) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2013-00377, 378, and 379) submitted for devices related to the same event.

Event description:
Twenty months post hvad implantation, the patient experienced a change of power source in the controller earlier than expected. The controller and batteries were electively exchanged. There was no report of patient injury.